Manufacturer narrative:
Title: a comparison of all-inside and inside-out meniscal repair in elite athletes source: the american journal of sports medicine doi: 10.1177/03635465221147058 accepted november 10, 2022 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2013 and september 2019, a retrospective study compared the results of all-inside and inside-out technique in elite athletes who underwent meniscal repair. A total of 170 elite athletes with a mean age of 23.1 years underwent meniscal repair during the study period. The inside-out technique was performed using 2-0 ti-cron sutures. The all-inside technique was performed using a competitor device. The all-inside technique was used for 107 repairs and the inside-out technique was used for 85 repairs. Post operative complication in the inside-out group included deep infection and repair failure. Two patients required washout and antibiotics to treat infection. Repair failure required reoperation to resolve the issue. Superficial infection was not related to the device. All-inside repair of medial meniscal tears led to a higher rate of failure than inside-out repair of medial or lateral meniscal tears in elite athletes.